Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he customer has been experiencing elevated blood (bg) glucose levels every day from 6:00am to 12:00pm. Bg levels were reported to be within 600-700 and 380-400's mg/dl, and were treated via pump bolus. The customer also indicated that their vision and kidneys have been impacted. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs, and discuss pump settings.